Event description:
An inquiry and a copy of a user medwatch report #(B)(4) was received from the FDA stating that: technical error-40001 occurred while pt was on ventilator. Pt not in distress and was switched to tx. Ventilator was placed on standby and assessed. Ventilator was turned off and pre-use check done 2 times with the word "failed" immediately appearing on almost all the pre-use check lists. Ventilator was removed from service. (B)(4).